Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to the japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, the screen for this 980 ventilator went black, an alarm was triggered and smoke emitted from the back of the graphical user interface (gui). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found damage to the components of the user interface (ui) printed circuit board assembly (pcba). Additionally, the sp found the breath delivery (bd) power controller/distribution pcba defective and placed the ui pcba, bd power controller/distribution pcba. An image of the ui pcb was provided to medtronic for analysis. The image confirmed that a capacitor on the ui pcb was thermally damaged and could have caused the reported issue. With the information available the investigation determined a plausibility of smoke, likely due to the potential fault isolated with the ui pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the screen for this 980 ventilator went black, an alarm was triggered and smoke emitted from the back of the graphical user interface (gui). The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Correction to initial report section h6 component code remove g02005 and add g0201201. Section d9 was updated due to part return. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, the screen for this 980 ventilator went black, an alarm was triggered and smoke emitted from the back of the graphical user interface (gui). The device was available for evaluation. The service personnel (sp) inspected the ventilator and found damage to the components of the user interface (ui) printed circuit board assembly (pcba). Additionally, the sp found the breath delivery (bd) power controller/distribution pcba defective and placed the ui pcba, bd power controller/distribution pcba. An image of the ui pcba was provided to medtronic for analysis. The image confirmed that a capacitor on the ui pcb was thermally damaged and could have caused the reported issue. One ui pcba was received for failure analysis. A visual inspection of the returned part was conducted, capacitor device reference designator c173 was thermally damaged. One bd power controller pcba was received for failure analysis. On power up the ventilator was not operating on ac power, even though ac power was connected to the ventilator, and the status display screen was indicating that the ventilator was operating on battery. No further analysis was performed on this bd power controller pcb as the thermal damage may have caused the fault on the bd power controller pcb. One bd power distribution pcba was received for failure analysis. A visual inspection of the returned part was conducted, observed that the resistor device reference designator r6 was thermally damaged. The cause of the event was isolated to a faulty capacitor c173 of ui pcba, a faulty bd power controller pcba and a faulty r6 of bd power distribution pcba the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.